Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), an episode was stored which showed small qrs amplitudes with a baseline shift. The device oversensed this and started to charge for shock therapy, but then stopped. Date from the device was uploaded and reviewed. Engineering discussed the likely cause was air pocket near the sense electrode. Engineering noted the sequence of events for this untreated episode that occurred shortly after implant and has not recurred since, is typical and similar to other confirmed cases. The area around the sense electrode was palpitated during follow-up appointment and no noise was noted. No x-rays were obtained for review, but no further issues have been reported. The device remains in service.